Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a damaged battery cap. This report is made based on the results of an investigation completed on 12/11/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/11/2013 with the following findings: battery compartment was cracked from the threads to case seal. Battery compartment threads were intact. Battery cap threads were stripped. Unable to tighten or use cap. Test cap used to complete investigation. Opened pump and removed from case. No moisture or corrosion was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release